Event description:
The patient was a (B)(6) male. The target lesion was in the proximal rca. The lesion was de novo, heavily calcified and moderately tortuous. There was 90% stenosis. Pre-dilation was conducted with a ptca balloon (tazuna, 3.0/15mm) and a cypher stent (3.5 x 33mm) was delivered to the target lesion; however, the stent did not cross the lesion. Therefore, additional pre-dilation was conducted with another ptca balloon (hiryu, 3.0/15mm) and the cypher stent was successfully delivered to the target lesion. When negative pressure was applied to the stent delivery system, the physician noted balloon leakage confirmed by back-flow of blood into the balloon. The cypher sds was retrieved from the patient and a new cypher stent (same size) was successfully implanted at the target lesion. There was no patient injury reported.

Manufacturer narrative:
The product is available for return to cordis; however, it has not yet been received. (B)(4) cypher product ((B)(4)) is not distributed in the united states; however, it is similar to us distributed cypher product ((B)(4)).